Event description:
It was reported that there was a failed transmission. The transmission will not be viewable due to an error. The disposition of the monitor is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a failed transmission. The transmission will not be viewable due to an error. The monitor was returned to the manufacturer. No patient complications were reported as a result of this event.

Event description:
It was reported that there was a failed transmission. The transmission will not be viewable due to an error. The monitor was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.